Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the bottom case was broken and it sounded as if there was a loose piece inside. Device evaluation identified that the case was damaged. The case (with led flex, overlays, and battery contacts), battery door, back cover, front and back overlay, ECG only side port plug cover, and ECG alignment plug (single) were replaced. A definitive root cause for the reported event cannot be determined; however, the device had an older style front case housing on it which was prone to physical damage. The damage to this device is consistent with normal wear and tear that was found with the older type of case. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, the battery was overheating. There was no report of patient harm. No additional information is available.